Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer unlocked the pump and requested a bolus. The customer acknowledged and continued using the pump for insulin therapy.